Event description:
It was reported the trial with percutaneous leads worked well. The implant with the paddle leads did not reach the area of pain. The stimulation was felt below the groin area to the leg. The patient had left groin pain, left subscapular pain and left flank pain. Several reprogramming sessions occured without improvement. The hcp was unable to target stimulation. The patient was given instructions on how to change the amplitude rate and pulse width. The patient was to try several different programs to try to attain better stimulation coverage. X-ray results were reported as "ok." The stimulation worked for about two months but then stopped. The patient received no stimulation sensation.